Event description:
Healthcare professional reported a side unspecified rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as unidentified (tear) opening. Shell thickness within specification additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported a side unspecified rupture. The device has been explanted.